Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, low as well as high blood glucose on (B)(6) 2018 with blood glucose level 1600 mg/dl and also on (B)(6) 2018 with blood glucose of 1100 mg/dl. Customer experienced multiple blood glucose level such as over 1600 mg/dl, 400 mg/dl, 1100 mg/dl, 130 mg/dl, and low blood glucose level of 9 mg/dl. The customer's current blood glucose is 200 mg/dl. The customer did experienced the symptoms such as nausea. The customer was treated by intravenous drip and insulin pump. Troubleshooting was declined for low blood glucose customer was more concern about high blood glucose level. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege insulin pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected insulin flow blocked alarms noted during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).